Event description:
The rod has been broken into two parts. The entry point of proximal femur was hurt and the physician created a 15cm incision on the patient's hip to remove the broken part. Surgery time was extended by 4 hours.